Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use of a peek ha 6x20mm screw had a breakage. The doctor put it down to hard bone and placed a 6mm screw in a 4.5mm tunnel, then placed a 4.5mm footprint anchor to ensure the repair. Unknown if there was a back-up device available to complete the surgery and if there was a surgical delay.

Manufacturer narrative:
H11: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting . This device is only commercialized in australia and it cataloged as a distributor complaint. This event corresponds to a non-complaint, since the part number reported is a local beauty and smith and nephew is the distributor of this device.